Event description:
It was reported that several impedances were noted on the lead and patient experienced a rib stimulation. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.

Manufacturer narrative:
D2b: lgw - qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-1160. Serial number: (B)(6). Batch/lot number: 374943. Model/catalog description: spectra wavewriter ipg kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 26437882. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4). Sc-2317-70 (sn (B)(6). Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device